Event description:
It was reported by svc report that the nurse call did not operate on either siderail. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: non-stryker pendant being used. Conclusion: hospital maintenance repaired 3rd party hand pendant issue.